Manufacturer narrative:
(B)(4). A 3.0x15mm xience v stent, not a 3.5x15mm xience v stent, was implanted during the index procedure on (B)(6) 2013. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Dyspnea, stenosis and angina are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(6). Lab data: (B)(6) 2013 (16:35): ck-mb=3.4 ng/ml, normal upper limit 5.0; (B)(6) 2013: ck=111 u/l, normal upper limit 221; (B)(6) 2013: ck-mb=3.5 ng/ml, normal upper limit 5.0; (B)(6) 2014 (15:24): ECG=no myocardial infarction. The stent remains in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2013, a 3.5x15mm xience v stent was successfully implanted in the distal-right coronary artery (rca) and the patient was discharged home that same day. During a follow-up visit, on (B)(6) 2014, the patient expressed experiencing chest pain and dyspnea on exertion, starting on (B)(6) 2014. An angiogram was performed, positive for stenosis, and an electrocardiogram was performed, negative for myocardial infarction (mi). On (B)(6) 2014, revascularization was performed in the distal rca. It is currently unknown if there was stenosis in, or within, 5mm of the 3.5x15mm xience v stent. Reportedly, the patient was not hospitalized and the stenosis resolved without sequela on (B)(6) 2014. There was no additional information provided.

Event description:
Correction: on (B)(6) 2013, a 3.0x15mm xience v stent was successfully implanted in the distal-right coronary artery (rca), not a 3.5x15mm xience v stent. Additional information was received that on (B)(4) 2014, there was restenosis within 5mm of the 3.0x15mm xience v stent. An unspecified stent was implanted as treatment.